Event description:
Multiple reports of problems similar to this in 2001 has been made known to rptr prior to this most recent incident. The affinity ii birthing bed is raised to the "high" position, it occasionally cannot be returned to any other position (locks). This puts pts at risk during childbirth (both mom and baby). No other bed fails at this rate, or in this way. The hosp maintenance dept has contacted tech support for assistance in the past, but their recommendations for remediation of the problem have not been successful. One recommendation made by hill-rom is to lubricate the "ball screw assembly" for the "high-low" drive - when done as they recommended, the bed "drifts" from desired position downward.